Event description:
Facility staff connected the device to a pt during a resuscitation attempt. Pt data was not reported. Reportedly, the device screen went blank and the device became inoperative. The pt was not resuscitated. The reporter stated the discrepancy did not adversely affect pt outcome, due to the timely use of a back-up device of same model.